Event description:
It was reported that the sponge of the minicap was not fully inserted into the minicap. This was found prior to use of the device. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 7 of 10.

Manufacturer narrative:
(B)(4). Lot gd897645 was manufactured between september 11, 2014 to september 18, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.